Event description:
It was reported that the patient felt lightheaded while rubbing lotion on skin. When this motion was demonstrated in the physician's office, the device mode switched. The atrial lead polarity had switched and the unipolar impedance measurement was higher than the bipolar impedance measurement. The device was reprogrammed and an x-ray was scheduled to be taken. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.